Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false negative results on a patient sample when using the simplexa covid-19 direct assay, but positive on an unknown rapid test and a competitor assay (cepheid genexpert). Run analysis showed one (1) sample (ID# (B)(6)) tested negative when tested twice on (B)(6) 2021. Data from the competitor assays were not provided, but the customer stated this sample was detected by both an unknown rapid test and the cepheid competitor assay. It is known the cepheid genexpert has different targets (e, n2 genes) than the simplexa assay, utilizes extraction of the sample while the simplexa assay does not, and has a limit of detection (250 copies/ml) lower than the simplexa assay (500 copies/ml). Retain testing is no longer possible since the kit expired on 06/30/21, but it is likely the samples were near the limit of detection of the simplexa assay. The customer's device and suspected false negative samples were not provided for investigation, so this could not be confirmed. Batch record review showed the critical component, reaction mix mol4151 lot# 9603n, met all qc release criteria prior to kit release. The reaction mix was tested using positive controls and no-template controls (ntc). Positive controls were tested in triplicate and resulted in zero (0) occurrences of false negatives in either s gene or orf 1ab targets. All positive controls were detected at an average CT = 26.4 (s gene) and CT = 27.7 (orf1ab) and the internal control avg CT = 31.4. No malfunctions occurred during qc release testing. This is the 1st complaint on mol4150 lot# 9755n for suspected false negative results. As stated in the instructions for use, ifuk.us.mol4150, "negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information" and per the limitations section, item 5 "false-negative results may occur if the viruses are present at a level that is below the analytical sensitivity of the assay or if the virus has genomic mutations, insertions, deletions, or rearrangements or if performed very early in the course of illness."

Event description:
Diasorin molecular llc received a complaint alleging false negative results on a patient sample when using the simplexa covid-19 direct assay, but positive on an unknown rapid test and a competitor assay (cepheid genexpert). The customer confirmed the alleged false negative results were not reported to a diagnosing physician due to the discrepancy with the rapid test and competitor assay. No alleged harm occurred. Other than patient sample ids, other patient health information and sample collection method were not provided.